Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a free flow event that was immediately detected by the nurse and stopped. The facility has previously reported visually damaged bezels. There was no patient harm.

Event description:
The customer reported a free flow event that was immediately detected by the nurse and stopped. The facility has previously reported visually damaged bezels. There was no patient harm.

Manufacturer narrative:
The customer¿s report of free flow was not confirmed during the investigation. However, device disassembly revealed that all the bezel bosses were separated, which can cause a free flow condition. External inspection showed a crack on the lower left bezel hinge shroud. No other obvious issues or anomalies were observed. Pcu event log analysis showed that at 12:40 am on (B)(6) 2018 the system was turned on with the suspect pump module as channel a and a concomitant module as channel b. At 12:43 am and 3:39 am two remote infusions for ¿nicardcont¿ were programmed with the same parameters on the suspect device while channel b remained idle. Two delays were programmed after the first infusion. An air in line alarm occurred at 3:36 am and seconds later the pump was restarted. Two delays were also noted during the second infusion. At 4:48 am, channel a was channeled off. Seconds before the pump was stopped, the volume infused was cleared, followed by a ¿check IV set¿ alarm. After the unit was channeled off, the system was powered off. The device failed rate accuracy testing, resulting in an under infusion with no evidence of free flow. Additional analysis of the pumping fingers and disassembly of the unit confirmed damaged, separated bezel bosses. This condition can result in unregulated flow and over infusion. The proximate cause of the reported free flow event is separated bezel bosses on the bezel assembly. The root cause of the damage on the bezel was not determined.